Event description:
The patient reported accidentally bumping the pod while carrying a ladder during work at a large banquet event on (B)(6) 2026, after approximately 36-48 hours of pod wear on the arm. The patient subsequently observed blood around the pod site but did not realize at the time that the pod may have been dislodged. Blood glucose levels initially remained within range. Later that evening, after eating a small amount of food, blood glucose levels began to rise, and the patient continued programming bolus doses. Blood glucose levels were reported to have increased to approximately 550 mg/dl. Around 10:30 p.m., the patient began feeling unwell, reporting symptoms including difficulty thinking, tiredness, and sleepiness. The patient then went to bed and reported experiencing approximately four episodes of vomiting overnight. The pod later alarmed with an error indicating that insulin was depleted and the pod was empty. Due to his condition, the patient was unable to apply a new pod. The following morning, the patient¿s spouse attempted to apply three different pods but was unsuccessful due to unfamiliarity with the process and the patient¿s distress. The patient was subsequently transported to the hospital, where he was admitted and diagnosed with diabetic ketoacidosis. Hospital treatment included intravenous fluids, insulin infusion, and insulin injections. The patient remained hospitalized for approximately two days and was discharged on (B)(6) 2026. The information provided suggests that multiple user-related factors may have contributed to the reported event, including dislodgement of the pod cannula following an accidental impact and depletion of insulin in the pod. The manufacturer¿s instructions for use advise users to activate a new pod in a timely manner, as delays between pod changes may result in under-delivery of insulin and subsequent hyperglycemia. The instructions for use further advise that, if a replacement pod is not available, an alternate method of insulin delivery should be used.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone18.3 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.